Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Helix appeared to be retracted with dried body fluid was noted in the helix was noted in the helix housing as normal for active fixation leads. Visual inspection revealed no abnormalities. However, the allegation was confirmed as the helix mechanism test failed due to clogged with dried blood with 15 turns. The conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. Based on the results of the investigation, no escalation is required.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.